Event description:
International customer reported that an unspecified number of pts developed infections following abdominal closure. The surgeon opines that the infections are due to factors other than the suture. No further info was provided.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: am8glkm0, mfg: unk, exp: unk. Lot: ak8hqmm0, mfg: unk, exp: unk. Lot: ah8kqqm0, mfg: unk, exp: unk. A review of the batch mfg records was conducted. The reported batches met all sterilization good release criteria.